Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10k29039,and h10i28026 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. Treatment information not reported. The patient was not hospitalized and was recovering, at home, from the event. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis with culture positive for (B)(6) was not related to dianeal therapy.